Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor. The blood glucose reading was unknown. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk. The insulin pump passed idle current test, run current test and displacement test. Unable to perform self-test, off no power test, a21 error test, occlusion test, prime test, no delivery test due to a33 alarm. The insulin pump was received with scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.